Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, the patient experienced an anaphylactic reaction approximately forty-five (45) minutes after the 14-minute polymer cure. The patient was then quickly stabilized, and has since been discharged. Hospital has tested for possible causes to the anaphylactic reaction, including any allergies to what was used by the anesthetist during the case. The physicians who dually completed the procedure do not believe a polymer leak occurred. Patient is now returning for further testing by the hospital to determine possible causations to the event.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, the patient experienced an anaphylactic reaction approximately forty-five (45) minutes after the 14-minute polymer cure. The patient was then quickly stabilized, and has since been discharged. Hospital has tested for possible causes to the anaphylactic reaction, including any allergies to what was used by the anesthetist during the case. The physicians who dually completed the procedure do not believe a polymer leak occurred. Patient is now returning for further testing by the hospital to determine possible causations to the event. Additional information received from the physician confirming that an allergy test was completed for the patient, whom was found allergic to the contrast used during the procedure. This event is therefore no longer reportable due to no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the endologix device.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records or medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of relevant medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being in stable condition and discharged. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem g3 awareness date. H6 medical device problem codes; remove 3190. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.